Event description:
It was reported that a safety mode alert was noted from this implantable device. Boston scientific technical services was contacted and strongly recommended assessing the patient in-clinic to verify the device is operating in safety mode. If it is confirmed via in-clinic interrogation, it was recommended to perform an emergent replacement procedure. It was stated that the device would be explanted within two weeks, as the patient had to recover from an unspecified abscess. Reasonable evidence suggests that the abscess is not device-related, as it has been implanted since 2015. At this time, the device remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that a safety mode alert was noted from this implantable device. Boston scientific technical services was contacted and strongly recommended assessing the patient in-clinic to verify the device is operating in safety mode. If it is confirmed via in-clinic interrogation, it was recommended to perform an emergent replacement procedure. At this time, the device remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that a safety mode alert was noted from this implantable pacemaker. Boston scientific technical services was contacted and strongly recommended assessing the patient in-clinic to verify the device is operating in safety mode. If it is confirmed via in-clinic interrogation, it was recommended to perform an emergent replacement procedure. It was stated that the device would be explanted within two weeks, as the patient had to recover from an unspecified abscess. Reasonable evidence suggests that the abscess is not device-related, as it has been implanted since 2015. The device was subsequently explanted and replaced to resolve the event, and no additional adverse patient effects were reported. This pacemaker was lost at the healthcare facility and will not be returned for evaluation.